Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent surgery in which a coupler accessory was used for a venous anastomosis on brachial ante free flap. It was reported the anastomosis was difficult to perform as the instrument knob failed to turn. The anastomosis was discontinued ¿a few seconds later, and it was then necessary to repair it with wire¿. No further details were provided regarding medical interventions or patient outcome. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection with the naked eye identified the anastomotic instrument (ai) showed signs of use (dried blood). It was noted that the ai handle would not turn. The knob turning is what allows for the rings to be approximated during the procedure. The retainer disc in the knob was found to be cracked. This would not allow for the knob to be turned as intended. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.